Manufacturer narrative:
Mts attempted to obtain the affected cards for investigation, but was unable to verify the customer's complaint because no gel cards were returned by the customer. Mts performed a batch record review of all lots that were in the customer's possesion at the time of the incident. The review indicated that the lots met all specifications, in-process and lot release criteria. Empty card: although labeling requires the user to verify the presence of gel and fluid prior to use, the inadvertent use of an empty micro tube (or card) may lead to erroneous test results and the potential transfusion of incompatible blood and/or the unnecessary administration of anti-d immunoglobulin if the user does not note that the card is empty. Risk of death or serious injury is not remote. No labels on card: the inadvertent use of a gel card missing the label or printed info, including the name of the product, lot# and expiration date may result in the inadvertent use of a an expired product or incorrect gel card for the required test. However, good laboratory practices require the documentation of reagent identification, including name, lot numbers and expiration dates. A complaint review concluded no other similar complaints were logged against the lot cited in the complaint or the other lots in use at the customer account. Mts is reporting this incident based on the info provided by the customer.

Event description:
The customer reported two issues associated with one lot of monoclonal abd and reverse gel cards: one card was empty, i.e. It did not contain any gel, supernatant, or reagent and one card did not have a label.